Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311) and one osseotite® implant 3.75 x 8.5mm (oss385) were returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fracturing at the middle threads. Bottom fractured portion of the implants were not returned. Device history record (DHR) review was completed for the subject lot numbers 561895 and 619617. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot numbers (561895 and 619617) was performed for similar event using keyword fracture implant and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant fracture at tooth sites 29. The other fractured parts are still in the bone and were not removed.